Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the data presented in the literature review article refers to a patient that underwent a revision tka using a cemented semi-constrained prosthesis (legion, smith & nephew) with no patella resurfacing and required a revision approximately nine months later due to acute left patella pain upon rising from bed. Per the article, radiological assessment at that time showed a moderately displaced transverse mid-patellar and the patient was treated with open reduction and internal fixation of the fracture using a tension band and k-wire technique. It was documented that ¿pseudarthrosis of the tibial tubercle occurred despite only partial detachment probably because of use of too small a bone block and/or unstable fixation.¿ although x-ray imaging and analysis in the article reflects and supports the complaint, responses to the requested clinical documentation had not been received as of the date of this investigation; therefore, the root cause and the patient impact beyond that which is documented in the article could not be confirmed. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient anatomy or fit/sizing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
"Spontaneous patella fracture associated with anterior tibial tubercle pseudarthrosis in a revised knee replacement following knee arthrodesis". The authors of the study reported that a patient underwent to a revision tka using a cemented semi-constrained prosthesis (legion, smith & nephew) with no patella resurfacing. Nine months after revision knee surgery, following rising from bed and flexing the knee, the patient experienced acute left patella pain. Radiological assessment at that time showed a moderately displaced transverse mid-patellar. The patient was treated with open reduction and internal fixation of the fracture using a tension band and k-wire technique.